Event description:
When using the tooth brush the toothbrush head will detach from the body - oral-b [device breakage]. Battery will not hold a charge...as soon as I turn the toothbrush on the charge will go from 100% into the 80%¿s - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head detached from the oral-b toothbrush body. The battery of the oral-b toothbrush would also not hold a charge and as soon as they turned the toothbrush on, the charge would go from 100% into the 80%¿s. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.